Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90-99% long, tubular stenosed target lesion was located in the moderate to severely tortuous and severly calcified right coronary artery. During procedure, a 3.00mm x 16mm synergy drug-eluting stent was advanced for treatment. However, the delivery shaft of the device broke. The device was removed from patient's body and completed the procedure with different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft, and a hypotube break located 26.7cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90-99% long, tubular stenosed target lesion was located in the moderate to severely tortuous and severly calcified right coronary artery. During procedure, a 3.00mm x 16mm synergy drug-eluting stent was advanced for treatment. However, the delivery shaft of the device broke. The device was removed from patient's body and completed the procedure with different device. No patient complications were reported.